Event description:
It was reported that the customer's pump was displaying a time discrepancy, running approximately 30 minutes behind the current time. There was no adverse impact to the customer¿s blood glucose level. The caller updated the time independently and was advised by support to monitor the situation and report back if the issue reoccurs.